Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
It was reported patient underwent an initial bilateral hip arthroplasty. Subsequently patient is experiencing right hip pain approximately 4 years post operatively. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.